Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on 11 patients and n-terminal pro b-type natriuretic peptide short turn around time (probnp stat) on 5 patients. Of the 11 tnt stat patients, it was determined that 4 patients had erroneous results that were reported outside of the laboratory. Of the 5 probnp stat patients, it was determined that 3 patients had erroneous results reported outside of the laboratory. The customer had indicated they had been having qc issues on measuring cell (mc) 2. Qc was performed after maintenance on (B)(6) 2013, at approximately 10:50am. Everything was in and the customer ran all day. The night shift ran qc at approximately 2:10am and qc was out for tnt stat, probnp stat and ck-mb- the mb isoenzyme of creatine kinase (ck- mb). The customer provided no further information for ck-mb. The customer could not generate a passing calibration on mc2. They switched all assays to mc1 and qc recovered well. The customer could not generate a passing calibration on mc2 the customer had run a patient comparison between the two mcs and the recovery was "pretty close". The customer repeated samples on either mc1 on this analyzer or on another cobas 6000 e601 analyzer; they were unable to provide clarification about which instrument generated which results. Patient 1 had an initial probnp stat result of 26 pg/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 179.7 pg/ml. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 2 had an initial tnt stat result of 0.031ng/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 0.010 ng/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 3 had in initial tnt stat result of 0.038 ng/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 1.37 ng/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 4 had an initial tnt stat result of 0.024 ng/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 0.010 ng/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 5 had an initial tnt stat result of 0.022 ng/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 0.010 ng/ml, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 6 had an initial probnp stat result of 251 pg/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 1188 pg/ml. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. Patient 7 had an initial probnp stat result of 349 pg/ml; which was reported outside of the laboratory. The sample was repeated and generated a repeat result of 1667 pg/ml. The customer deemed the repeat result to be the correct result and issued a corrected report. There was no treatment provided or withheld due to the erroneous results. There was no adverse event. The lot of probnp stat reagent in use was 17057502, with an expiration date of 04/30/2014. The lot of tnt stat reagent in use was 17328701, with an expiration date of 07/31/2014. The field service representative could not find a cause for the issue. He replaced the measuring cell as a precaution, and did performance testing. The customer performed calibration and qc.

Manufacturer narrative:
A specific root cause could not be determined. On further follow up, the customer indicated that they have not had any further issues with measuring cell 2 since it was exchanged.